Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and ipg were replaced. Device malfunction was not suspected. The physician did not believe the burning pain was device related. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility

Event description:
A report was received that the patient was experiencing burning pain in her left shoulder blade. X-ray confirmed lead migration. The patient will undergo a revision procedure to implant a new lead.

Event description:
A report was received that the patient was experiencing burning pain in her left shoulder blade. X-ray confirmed lead migration. The patient will undergo a revision procedure to implant a new lead.